Event description:
Brush slips off - oral-b [device breakage]. Comes loose - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush refill came loose and slipped off mid-brushing with their oral-b toothbrush, model 3765. No injury was reported.

Manufacturer narrative:
On 22-may-2023: product investigation results: complained product received user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush slips off - oral-b device breakage. Comes loose - oral-b device connection issue. Case narrative: consumer via phone stated that the oral-b toothbrush refill came loose and slipped off mid-brushing with their oral-b toothbrush, model 3765. No injury was reported.